Event description:
It was reported that the patient experienced worsening pain around the implantable pulse generator (ipg) site. The physician prescribed hydrocodone that seemed to calm the recent pain.